Manufacturer narrative:
A2 - age at time of event: under 18 years. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Inspection of the device revealed a shaft fracture and stretching inside the carrier hoop. Received guidewire showed no signs of damage or irregularities. Inspection of the device revealed a fractured/stretched shaft located at 16.7 cm to 24.5 cm from the strain relief. Media was returned in the form of a photo. The photo was reviewed which showed the device was fractured. No other issues were identified during the product analysis.

Event description:
It was reported that coating issue occurred. A renegade hi-flo kit was selected for use in the liver. During unpacking, it was noted that a section of guidewire had no coating. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that coating issue occurred. A renegade hi-flo kit was selected for use in the liver. During unpacking, it was noted that a section of guidewire had no coating. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2 - age at time of event: under 18 years. E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).